Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 1444. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated zimvie received one the reported implant for evaluation. Visual evaluation of the as returned implant packaging identified the outer vial's green cap was broken / damaged. The outer vial's tamper seal / ring was in a sealed condition. The report is confirmed. DHR review was completed for the subject lot number 1265406. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265406 for similar events and no other complaint was identified. Based on the investigation, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event was confirmed. Corrective/preventive actions (CAPA) have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that when the nurse took the implant vial out of the plastic outer box, the green cap of the vial was damaged. So the doctor replaced a new implant with other lot number to complete the surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.